Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-01595. The patient ((B)(6)) was implanted with two leads from the same lot number 4990830. It was reported the patient was experiencing uncomfortable stimulation in undesired areas. Lead diagnostic testing revealed normal impedance measurements. In turn, surgical intervention was undertaken to explant and replace the leads which resolved the issue. All known leads have been reported for the patient since it is unknown what leads were implanted.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01595.